Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. The blood leak was observed in the dialysate side of the dialyzer. No dialyzer damage was visible. No blood leak alarm was generated during this event. Reportedly, the clinical staff observed pink streaks in the return line prior to a blood leak detected alarm occurring on the machine. Blood test strips were used and tested positive. The patient's estimated blood loss was approximately 200ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The treatment continued with a new set-up (dialyzer and bloodline) on the same machine and was successfully completed without further issue. The 2008t hemodialysis machine was pulled from the floor for evaluation following the treatment. The unit was returned to use at the user facility following the completion of the service activities.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed; however, the reported issue no blood leak alarm generated was not able to be duplicated. The res replaced the blood leak detector assembly and installed a new sight glass as a precautionary measure. No other problems were identified during the on-site evaluation. Following the replacement of the blood leak detector assembly, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of no blood leak alarm generated was not able to be duplicated during the on-site evaluation. Although the issue was not able to be confirmed, the res replaced the blood leak detector assembly as a precautionary measure.